Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm due to buttons not responding.

Event description:
The customer reported via phone call that when they tried to put the reservoir into the insulin pump; it kept giving the no delivery. The customer's blood glucose level was 87 mg/dl at the time of the incident. The customer stated that the insulin did exit. The customer stated that the insulin pump did not alarm no delivery. The device will not be returned for analysis.